Event description:
It was reported that the pump did not recognize cassette installed. The fault occurred during testing. There was no patient involvement and no patient harm/no adverse event reported.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The customer's reported problem was duplicated. During function test found dso sensor out of specification. The dso sensor was replaced, and the device passed all functional tests. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products. B3. Date of event: unknown. No information has been provided to date.